Manufacturer narrative:
Date of event: dates estimated. The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article title: "transcatheter edge-to-edge repair with mitraclip in systolic heart failure with ischemic versus nonischemic cardiomyopathy."

Event description:
This is filed to report heart failure, cardiac arrest, cardiogenic shock, acute kidney injury, acute ischemic stroke, major bleeding, blood transfussion, cardiac tamponade, respiratory complication, ventricular arrhythmias and re-hospitalization reported via an article. It was reported through a research article identifying the mitraclip device which may be related to heart failure, cardiac arrest, cardiogenic shock, acute kidney injury, acute ischemic stroke, major bleeding, blood transfussion, cardiac tamponade, respiratory complication, ventricular arrhythmias and re-hospitalization. Details are listed in the attached article, transcatheter edge-to-edge repair with mitraclip in systolic heart failure with ischemic versus nonischemic cardiomyopathy. No additional information was provided.

Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history record could not be performed as the part and lot information regarding the complaint devices was not provided. Based on the available information, a cause for the reported patient effects of heart failure, cardiac arrest, cardiogenic shock, renal failure, cardiovascular accident, hemorrhage, cardiac tamponade, respiratory distress, and arrhythmia could not be determined. The reported patient effects of heart failure, cardiac arrest, cardiogenic shock, renal failure, cardiovascular accident, hemorrhage, cardiac tamponade, respiratory distress, and arrhythmia are listed in the mitraclip system instructions for use (IFU) and are known possible complications associated with mitraclip procedures. The reported hospitalization and additional therapy/non-surgical treatment were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.